Event description:
Post deployment, the pt developed pain in the right leg with symptoms increasing to cold leg and loss of pulses. The pt was taken to surgery, at which time the angio-seal was removed. There is no documentation of a pre-placement angiogram having been performed prior to deployment. The pt did well post procedure and was discharged.